Event description:
It was reported that the user dropped the ilet on a rock while playing outside, resulting in a cracked screen; the device continued to function and blood glucose levels were unaffected, but the caregiver expressed concern about potential cuts and loss of water tightness, and a replacement ilet was provided. Symptoms included no injury and no glycemic disturbance. Outcomes included no medical intervention and continued therapy after device replacement. Investigation included review of the event details and device return for assessment. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no associated alarms or performance impairment. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in mechanical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.